Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, customer was getting a non-recoverable fault. Prior to calling, customer tried power cycling system three times with no change. Technical support engineer (tse) walked customer through a hard power cycle of system and the issue still remained. Tse viewed logs and noted multiple 40074 errors pointing to patient cart control & transform processor (pctp) node. Tse and customer were not able to resolve the non-recoverable faults. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side cart (psc) cardcage to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psc cardcage was analyzed and the customer reported complaint was confirmed and replicated. In artemis, error 40074 was found indicating the fault, confirming the failure occurred in the field. During visual inspection, the filter was found to be dirty. The cardcage was installed onto the golden system where the psc was programmed in a standalone mode. However, when paired with the rest of the system, upon power on the system failed with error 40074, successfully replicating the complaint. Troubleshooting found the issue is with the backplane. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the failure of the backplane is the root cause attributed to the reported issue.